Event description:
In 2008 I had a total hip replacement utilizing the zimmer acetabular system, the trilogy shell cluster, and the versys femoral head. Three years later I began experiencing pain in the hip, which intensified over several months. In (B)(6) of 2012 the surgeon attempted to "fix" the problem by replacing the femoral head and polyethylene liner. The next day he told me I had an infection. The surgical report mentions a large pseudotumor with purulent fluid, significant fretting and corrosion, and indicated that the locking ring had shifted and immobilized. Four weeks later I had to have the hip removed, and spent 8 weeks with a spacer and an antibiotic spacer. A new hip was inserted in august of 2012. Subsequent related health issues include an autoimmune disorder and peripheral neuropathy. FDA safety report ID# (B)(4).